Event description:
It was reported that the 9800 system had a ma sensor failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended, and put back into service.